Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer rf (radio-frequency) head failed electrical testing due to the cable being out of specification. The label was also missing its backing. Concomitant products: product ID 2090w, programmer; product ID 2290, pacing system analyzer. (B)(4).

Event description:
The programmer rf (radio-frequency) head was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported.